Event description:
At end of dialysis treatment, it was noted that blood lines were loose and there was some fluid leakage. Leakage was noted on three dialyzers in a one day period. It was noted that the blood lines did not lock in as tight as in the past.